Manufacturer narrative:
Prior to the diagnostic procedure on (B)(6), 2022, the facility cut off a portion of the probe sheath and re-used the subject probe. A repeat bronchoscopy was performed on (B)(6), 2022 in an attempt to remove the probe piece from the patient. However, the removal procedure was unsuccessful due to the location and position of the probe piece, and its small size. The patient is reported to be in stable condition and will continue to be monitored by the physician to ensure that an adverse reaction to the foreign object does not occur. A supplemental report will be submitted pending investigation results.

Event description:
On august 11, 2022, fujifilm corporation became aware of an event involving pb2020-m. It was reported that during a diagnostic study the tip of the subject probe came apart while inside the patient. The probe piece could not be seen on the scope image and was unable to be removed, and the study could not be completed. There was no death reported with the event.

Manufacturer narrative:
This supplement is being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between october 1, 2021 and october 12, 2023, due to FDA 483 observations issued to fujifilm corporation on september 22, 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable.

Manufacturer narrative:
Fujifilm corporation determined the root cause of the reported issue to be a result of user error. The physician cut the sheath of the probe tip and used the probe multiple times prior to the incident. Per the instructions for use, users are warned not to modify the product or its components and to immediately discontinue use if any abnormalities are noticed.